Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer explained that he was hospitalized on (B)(6) 2014 due to the high blood glucose. The customer's blood glucose at the time of the incident was 525 mg/dl. The customer stated that prior to the hospitalization, he had a bent cannula and expressed having symptoms like dry mouth, nausea and vomiting. The customer was treated with fluids and an IV insulin drip. The customer also mentioned other incidents of high blood glucose of over 400 mg/dl and that the cannula was kinked. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.